Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been listed in. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown. Batch no. Unknown. It was reported that during use of the unspecified bd¿ pen needle the insulin flow stops during injection. Also reported when attaching pen needle to insulin pen the non patient end will bend. This occurred on 15 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: consumer reported during injection, the insulin flow will stop before its complete and she would have to use a second pen needle to complete the dosage. Reported, when she tries to attach pen needles to insulin pen, the non patient end will bend. No injury to report. Stated, has 15 pen needles that were affected by issues. Does not have occurrence dates. Stated has been saving pen needles is a plastic bag. They're all mixed in together. Could not provide lot or item number. Using nano pen needles.

Manufacturer narrative:
H.6. Investigation: customer returned (17) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported during injection, the insulin flow will stop before its complete. Reported, when she tries to attach pen needles to insulin pen, the non patient end will bend. All 17 returned samples were examined and the following was observed: 15 with bent non-patient end (npe) cannulas. 2 with broken npe cannulas. No manufacturing defects were observed. As the samples were returned after use, and no manufacturing defects were observed, the likely cause of the bent or broken npe cannulas is user error during pen needle attachment to a pen injector. The bent or broken npe cannulas would be the reason for no flow through the pen needles, hence the customer would think the pen needles were clogged, as reported. Unable to perform DHR review due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent & broken npe cannulas). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ pen needle the insulin flow stops during injection. Also reported when attaching pen needle to insulin pen the non patient end will bend. This occurred on 15 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: consumer reported during injection, the insulin flow will stop before its complete and she would have to use a second pen needle to complete the dosage. Reported, when she tries to attach pen needles to insulin pen, the non patient end will bend. No injury to report. Stated, has 15 pen needles that were affected by issues. Does not have occurrence dates. Stated has been saving pen needles is a plastic bag. They're all mixed in together. Could not provide lot or item number. Using nano pen needles.